Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and identified the fluid as water. Fse stated the leak was coming from a small hole in the r12 reagent probe tubing. Fse stated that the flexing of the tubing caused by pump activation and pressure had caused it to rub against various areas and had worn the small hole. Fse noted that this customer had recent reagent transfer up/down errors. Fse replaced the reagent transfer assembly which includes the reagent probe tubing to resolve the issue. Fse verified system performance. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer reported a fluid leak from underneath the au5800 clinical chemistry analyzer. The leak was not contained within the instrument and the liquid was described as clear and colorless. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. Quality control was within the laboratory's established ranges on the day of the event.